Manufacturer narrative:
Follow-up #1: date of submission 03/27/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/13/2015 with the following findings: a call service alarm was observed in the pump histories on the date of the reported blank display. The pump powered on to the verify screen. Product analysis was unable to duplicate the reported blank display. Unrelated to the initial complaint, the display was found to be dim with red letters. The returned battery cap was used for testing.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen) issue. The reporter stated that the display was blank and denied moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.